Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient still has high impedance on both systems and normal mode diagnostics. The patient would like to pursue replacement but it is unclear if that will be able to occur since the patient has medicare and it may be cost prohibited. The patient has remained on with the high impedance. The physician was going to disable the patient's device recently but decided not to since the patient has been receiving some benefit. The patient and physician both thought that x-rays were taken when the high impedance was first observed however, the physician was unable to confirm that they were still available to be sent to the manufacturer for review. The patient does recall any contributory trauma or manipulation however the physician stated that she had a tendency to fall and that could have been a cause. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
It was reported by a physician that the patient's device had high impedance. The patient was reportedly not having any adverse events. Last known good diagnostics were performed on the date of implant and were within normal limits. Further information was received that stated the patient would not have x-rays or a revision due to insurance reimbursement issues. Rather, the patient's device would just be disabled. Attempts for further information have been unsuccessful to date.